Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, this was a right tf tavr procedure for a 26mm sapien 3 ultra valve in the native aortic annulus. During valve insertion into the 14f esheath, the operator felt significant resistance. Multiple manipulations were made to change the valve trajectory through the sheath and into the arteriotomy. Eventually, the valve was able to be passed through the sheath however, one of the struts was bent back and observed upon exiting the sheath. The team removed the sheath and delivery system at this time as a unit and upgraded the upgrade the transfemoral sheath from a 14fesheath to a 16f esheath. Upon removal, there was damage observed on the esheath as the seam appeared to be split in the middle of the sheath in a segment extending approximately 3-4cm. The loader was fully inserted into sheath. The insertion angle was 40 degrees. The patient had severe tortuosity in their external and common iliac regions. A decision was made use a new delivery system, 26mm sapien 3 ultra valve and the case as completed without issue. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. An image review was performed on image on the patient's anatomy and the following was observed: the right side access vessel has calcification and tortuosity. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed due to unavailability of returned device, relevant imagery and medical records. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. As reported, "this was a right tf tavr procedure for a 26mm sapien 3 ultra valve in the native aortic annulus. During valve insertion into the 14f esheath, the operator felt significant resistance. Multiple manipulations were made to change the valve trajectory through the esheath and into the arteriotomy. Eventually, the valve was able to pass through the esheath however, one of the struts was bent back and observed upon exiting the esheath. The team removed the esheath and delivery system at this time as a unit " per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the esheath 1-2 cm while advancing the thv commander delivery system" and "do not over-manipulate the esheath at any time". Per imagery evaluation review, the patient's right access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, leading to resistance. So, if additional manipulation was applied to overcome the resistance, it can lead to the valve struts interacting the esheath shaft and resulted in the valve strut damage. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (device manipulation, high push force) may have contributed to the complaint event. The complaint was unable to be confirmed. No manufacturing non-conformances was identified during evaluation. Available information suggests that patient and/or procedural factors may have contributed to the event. The IFU and training manuals were reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) and a corrective action preventive action (CAPA) were previously initiated to capture further investigation and corrective/preventive action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged.

Manufacturer narrative:
Voluntary medwatch #mw5108421 was received for this complaint. The information in the voluntary medwatch has already been reported to the FDA by edwards under the initial manufacturer report number 2015691-2022-04854. The investigation is still ongoing.